Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a tmj procedure and consequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event and no further information has been provided.

Manufacturer narrative:
This report is being submitted to update additional information in sections b3, b4, b5, d4, d6, g3, g6, h2, h4, h6, h10 and h11.

Event description:
It is further reported that there was bone loss around the screws and the screws were loose.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a patient condition, as the screws have lost contact with the patient's mandible due to bone loss. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. Review of the DHR showed that all parts were planned and designed conforming to applicable work instructions. Review of the digital design files showed that there was sufficient bone contact for the mandibular implant screws. The digital files for the initital tmjpm components were overlaid with the second tmjpm components, which is the planned replacement device. When comparing the scans for the first tmjpm from 2024 with the scans for the second tmjpm from 2019, it was apparent that there was significant bone loss. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.